Event description:
Call received from clinical coordinator, 2nd floor o.r. A micro-disc procedure was performed on a (B)(6) male on (B)(6) 2011. The surgeon laid the motor on the drape/patient. When the surgeon raised the drape, he discovered a 3rd degree burn on the patient's incision site. The surgeon debrided the wound/cleaned the edges, closed, and called for a plastic surgeon consult. There were no injuries/impact to the surgeon. There were no additional complications for the patient. The hospital records were reviewed and the patient had been discharged. There is no information available related to the plastic surgeon consult at this time. On follow up, no additional information was available.

Event description:
Call received from clinical coordinator, (B)(6) o.r. A micro-disc procedure was performed on a (B)(6) male on (B)(6) 2011. The surgeon laid the motor on the drape/patient. When the surgeon raised the drape, he allegedly discovered a 3rd degree burn on the patient's incision site. The surgeon debrided the wound/cleaned the edges, closed, and called for a plastic surgeon consult. There were no injuries/impact to the surgeon. There were no additional complications for the patient. The hospital records were reviewed and the patient had been discharged. There is no information available related to the plastic surgeon consult at this time. On follow up, no additional information was available.

Manufacturer narrative:
Report confirmed. The excessive heating was reproduced solely with the tt12c telescoping tube. It was determined that the bearings failed. It was noted that the failed bearings burned the end of the tool. Slight discoloration of the distal tip of the tt12c was observed due to the excessive heating. The legend preventive maintenance/service manual states, "telescoping tubes are multi-use disposable. Discard if excessive heat or vibration is present." In addition, the legend instruction/user manual states, "heavy side loads and/or long operating periods may cause overheating of the motor to the point where the motor is uncomfortable to hold. Never place an overheating motor on the patient or patient draping during surgery; mitigate the overheating by discontinuing use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel; if the motor is passed off, the receiver of the motor must handle the motor cautiously." There is also a statement in the manual indicating that, "telescoping tubes are disposable following multiple uses and should be discarded when heat or excessive vibration is noticed, or when insertion of the tools becomes difficult." This multi-use, disposable device has been in use for 28 months. The condition of the device indicates that tool insertion would be difficult and that overheating would occur. All other devices met specification for temperature performance. We will continue to track and trend this complaint type.